Manufacturer narrative:
The complaint sample was not received by viant for evaluation and the reported event is non-verifiable. The customer indicated the instrument is not available for further investigation and they do not have pictures as well. No discrepancies were discovered during device history record (DHR) review. If the complaint sample is received by viant, it will be evaluated and a supplemental medwatch 3500a emdr will be submitted accordingly. No further investigation is required. Reported by distributor medacta international sa.

Event description:
It was reporting during a primary hip procedure while attempting to drill holes in the acetabulum for screw placement, the surgeon broke the flexible bayonet drill holder and had to use another flexible bayonet drill holder to complete the case. No fragments from the broken instrument fell into the patient. There was a two (2) minute delay in case and the surgery was completed successfully.